Event description:
The device was serviced by baxter. During svc testing, the battery was found to be depleted. According to the hosp rep, no pt injury or need for med intervention had been reported. No additional contact or info was available.